Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) said she flew to minnesota (mn) for the holidays, mentioned her equipment was in her baggage and went through the machine, and ever since she has been in mn, she cannot get ins to charge. Pt said she arrived saturday ((B)(6) 2020) and sunday ((B)(6) 2020) tried to charge, but implantable neurostimulator (ins) battery would not increase (pt clarified she tried charging for 4 hours yesterday but ins battery did not increase from empty). Pt mentioned ins is dead now. Pss had pt try to recharge during the call and after having pt plug in rtm, pt reported seeing a no device found message on the patient controller. After pressing recharge, pt reported passive recharge mode screens with the middle number 56. Pss had pt move rtm around, but pt said the middle number did not change. The patient thinks that the ins has moved inside her, and pt said they think the ins feels higher than when it was implanted. Pt said they just noticed that during the call today. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, the patient reported the same information provided on (B)(6) 2020, including they hadn't been able to charge the implanted neurostimulator (ins). On the (B)(6) 2021 call, patient services (ps) had the patient plug the recharger therapy module (rtm) into the controller and placed it over the ins to start a charging session. The patient reported they were then able to start a recharging session with excellent recharge quality. While recharging on the call, the patient noticed that the green light on top of the controller stopped blinking, the screen went completely blank, and the buttons were unresponsive. They plugged the controller into the ac power supply and the controller did power on. The lithium battery pack was removed and reinserted, and then the patient saw the setup for implant screen. They plugged the rtm back into the controller and started a charging session and then saw that the controller charge was low. The patient mentioned their power had gone out at their house the night before and that may be why the battery was low. It was recommended the patient continue to charge the controller and then try charging the implant again.